Event description:
Reported to the FDA by a risk manager of a hosp, as follows: "pt had laparoscopic gastric banding done performed at this hosp. The pt was returned to the or for removal and replacement of malfunctioning lap band; surgeon documented when fluid was injected into the port, there was aneurysm of the band noted on preoperative film under fluoroscopy. The pt tolerated the procedure well and was discharged later the same day."

Manufacturer narrative:
(B) (4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."